Event description:
It was reported the customer was hospitalized for low blood glucose. Customer could not remember the date of admission, but stated their blood glucose at the time of admission was 22 mg/dl. The customer stated their low blood glucose was caused by over-bolusing. Customer could not recall any significant events leading to their hospitalization. The customer also reported inaccurate readings with their sensor. It was also found the customer's insulin pump would consistently give them alarms and alerts. Customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-74101.